Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was between 201-303 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer reloaded the same cartridge and continued insulin therapy.